Event description:
Boston scientific received information that the right ventricular (rv) lead had displayed a loss of capture (loc). Due to a suspected dislodgement resulted in the performance of lead revision. The right ventricular (rv) lead was successfully repositioned and remains implanted, however, during the procedure, the left ventricular (lv) lead was damaged and had become dislodged. A replacement left ventricular (lv) lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This right ventricular (rv) lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.